Manufacturer narrative:
The pt's included in this study were treated with negative pressure wound therapy and it is unk when the events occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged small bowel enterocutaneous fistulas are related to v.a.c. Therapy. On june 16, 2015, kci received response from the physician which stated, "we are not making any assertions or allegations our article is just reportative. The causation unk." Kci has mad attempts to obtain additional information, so far without success.

Event description:
Kci received article lior heller, scott l. Leven, charles e. Butler. Management of abdominal wound dehiscence using vacuum assisted closure in pts with compromised healing, the american journal of surgery, 2006; 191:165-172, doi: 10.1016/j.anhsyrg.2005.09.003, that reported that two pts developed low-output small bowel enterocutaneous fistulas. One fistulae resolved after operative treatment. The second fistulae resolved after conservative treatment. No additional information is available at this time. The unit's type or serial number was not provided, therefore, kci cannot conduct a device evaluation of the unit.